Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement. This lv lead was extracted via laser, thus will not be for returned. A new lv lead was replaced. No additional adverse patient effects were reported.